Event description:
A customer called to report that she purchased a box of microlet lancets. When the customer opened the box, she found that 15 of 100 lancets in the box did not have protective covers on them. The device is not expected to be returned for evaluation, as the customer discarded the lancets. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the patient's weight was not provided.

Manufacturer narrative:
The customer did not return the microlet lancets or pictures of lancets associated with the event for evaluation. Only visual assessment of lancets from archival samples and device history record (DHR) review were conducted. Lot number b09c2s associated with the event was packed in shelf box of 100. The archival samples were visually inspected and none of them contain a lancet without protective cap. Additionally, the DHR review indicated that there were no manufacturing errors for the lancets with lot number b09c2s.